Event description:
The patient reported that the pump touchscreen was often unresponsive, requiring multiple prompts for a response. There was no adverse impact on the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional corrective actions were noted.